Event description:
It was reported that the device needs pmb board since the device gives out a beeping and chirping sound every few seconds and takes longer to boot up. If the device boots up after the beeping and chirping, then then it can be used without any issues, but this issue cannot be resolved by troubleshooting since the pmb board needs to be replaced. The issue was discovered during a system check in presence of the sales rep and there was no procedure planned and no patient involvement.

Manufacturer narrative:
H3: analysis of the returned device confirmed the device since the device was boot slowly with beeps. The m2 sata ssd imaged was found to be defective and was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.